Event description:
This is a potential product issue which has been showed with the product rep & manager. Equipment: depuy orthopedic driver/grater. Driver portion of equipment has a spring loaded mechanism that must be retracted to clean/sterilize. Suggested that a product notice/alert on cleaning be issued.